Event description:
The pt was an emergent ptca and the iab was inserted on 6/9/98. An "air leak" alarm sounded from th pump. The connections were checked by two rns and no blood was noted in the catheter tubing. The connections were tightened. The "air leak" alarm sounded again and the connections were tightened again. Then, a massive "air leak" was detected and blood was noted in the tubing. Iabp was placed on standby. The physician was called and he attempted to remove the iab. The pt had to be taken to surgery to have the iab removed. The pt needed repair to the artery and aorta. The contact stated that the pt subsequently expired but it was not believed as a direct cause of the iabp rupture. (Datascope rec'd this report from the user-facility on 7/6/98 via the mandatory medwatch form; uf/dist report number: 3600700000-1998-0002). Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: entrapped/surgically removed/repair to artery-rpt'd 7/6/98. [Pt's current status]: expired-rpt'd 7/6/98.